Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 450 mg/dl at the time of the incident. The customer was treated with bolus. The customer reported that they had no delivery alarm. The customer was assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. The customer declined troubleshooting for high blood glucose and bent cannula. The customer was advised to use and that I will still send one out. The insulin pump will not be returned for analysis.